Event description:
(B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing had detached, as it was accidentally pulled upon installation and the connection part came off. Upon visual inspection performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector, missing glue in the connection and was noticed excess of glue on the connector. No further information available.